Event description:
It was reported that during an arthroscopy procedure, the tendon stapler of the bone anchor kit was not loading or deploying the staples correctly, it was mal-aligned and not picking the tendon anchors out of the puck. When trying to load after one fire, the anchors were snapping rather than picking them up. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.